Manufacturer narrative:
The pad-pak was first installed on (B)(6) 2011 and performed to specification, alongside random manual power ons, up to (B)(6) 2014. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of ten minutes duration were recorded between (B)(6) 2014 and the last log entry (B)(6) 2015. An increase in voltage suggests a further pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the course of the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The device was switching on automatically.